Event description:
The clinician reported that over 3 months after the immediate dental implant was placed in ada site 22 in the patient's mouth, the implant did not achieve osseointegration. The clinician reports the patient's insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.